Manufacturer narrative:
(B)(4)

Event description:
The international customer reported ventilation not happening. The manufacturers field service engineer (fse) evaluated the device and reported an occurrence of a gas supplies lost: loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. It was not verified that the oxygen was connected. The fse reported no patient involvement, no patient harm. The fse provided the customer with a repair quote. The device is pending approval for repair.

Event description:
Approval for repair was not provided by the customer.

Manufacturer narrative:
Customer was provided a repair quote. The device is pending approval for repair.